Manufacturer narrative:
H10: two (2) devices were received for evaluation. The samples were received drained of an unknown solution and labels torn off. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No particle matter was observed in both samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that dust was found inside a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified during preparation. There was no patient involvement. No additional information is available.